Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e serial#: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that a trial patient was having a lot of pain and the lead site was also bleeding a lot. The patient had an early lead pull but it was noted that the symptoms were not device related. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received per physician that the patient's post-operative pain and bleeding were normal part of the procedure.

Event description:
A report was received that a trial patient was having a lot of pain and the lead site was also bleeding a lot. The patient had an early lead pull but it was noted that the symptoms were not device related. The patient was doing well post-operatively.